Event description:
It was reported that the patient underwent a balloon kyphoplasty procedure at level l1 for a compression fracture around february 2015. Postoperatively, on (B)(6) 2015 cement fragments were found when the patient visited the outpatient department after two months of surgery. The patient has been asymptomatic and is currently under observation. Per surgeon, the patient did not fall post-operatively so the cause of the event is unknown.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.